Manufacturer narrative:
(B)(4) the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Duodenal ulcers are a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for 6 weeks with severe abdominal pain. The patient was diagnosed with duodenal ulcers. The pegj tubing was removed, and the ulcers were treated with unknown treatment. It was reported that a repeat of the endoscopy showed the ulcers had recovered, and the patient is doing well.